Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella 5.5 was returned for evaluation. Product damage (hole in catheter): upon visual inspection of the returned pump, blood was present in the red handle and dried blood present around red handle to catheter kink protector. A hole in the catheter was present at the 30cm mark. An additional failure mode of "product damage (hole in catheter) was added to the investigation per returned product findings. Clinical details noted that a blood-tinged leak was coming from the catheter side of the red impella plug soon after pump was inserted. The cause of the product damage was most likely a use related issue based on returned product analysis. Purge leak - pump: returned pump was purged with a syringe and it was found that purge was leaking from the purge tubing at the 30cm marking. A hole in the catheter was also present at the 30cm marking. Data logs were reviewed and a sudden drop in purge pressure with increase in purge flow was observed approximately 10 minutes after pump was initiated. No motor current spikes were observed at time of drop in purge pressure. Clinical details noted that 10 minutes into support, a sudden drop in purge pressures was observed. Physician was removing the impella cp pump at the time of drop in purge pressure. Prior to this, purge pressures were within a normal range. Additionally, blood-tinged leak was observed coming from the catheter side on the red impella plug. The cause of the purge leak - pump was most likely due to damaged purge tubing based on returned product and data log analysis.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced purge system open and purge pressure low alarms occurred. The purge cassette and dextrose concentration were changed but the alarms did not resolve. Additionally, a drop in purge pressure occurred. Later, the patient was successfully weaned from the pump and survived.